Manufacturer narrative:
Livanova was originally notified of this event on (B)(4) 2017. The event was deemed not reportable, because there was no delay in the procedure or impact to the patient. However, upon investigation of the perceval valve in question and the associated dual holder, the perceval valve (B)(4) was found to have caused the event. As a result, the case is now being reported due to the potential to cause a delay in procedure/patient injury, with the date of the investigation findings indicated in the "date manufacturer notified". The following investigations were completed: visual inspection of the valve revealed no non-conformities. A review of the device history record for the nitinol component the perceval heart valve (B)(4) confirmed that the device satisfied all material, dimensional and performance standards at the time of manufacture and release. A collapsing simulation using the returned valve and accessory components confirmed that the valve would not collapse properly. In particular, the geometry of the outflow crown did not maintain a circular shape during the collapsing procedure, causing the valve to move inside the collapser, and the inflow cap could not be recovered over the inflow side of the valve. The simulation was repeated with demonstration accessories and the failure was reproduced, confirming that the event was attributable to the valve and not the collapser. Based on the results of this investigation, the root cause of the event is deemed to be attributable to the geometry of the perceval valve (B)(4).

Event description:
On (B)(6) 2017, an attempt was made to collapse perceval pvs 25 mm (B)(4) without success. A second pvs 25mm (sn# unknown) was successfully collapsed and implanted using the same collapser. Twenty min of extra x-clamp time was added to the procedure.